Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The explanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2114 - been used to capture the reported event of sling was noted to be protruding from the mucosa on the right side. The following imdrf impact code capture the reportable event of: f1903 - has been used to capture the reported event of sling was dissected and removed. F12 - has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
Note: this report pertains to the first of two solyx sis system devices used during the same procedure. Please refer to MFR report 3005099803-2023-03262 for associated device. It was reported to boston scientific corporation that two solyx sis system devices were used during the anterior and posterior repair, solyx sling placement, and a cystoscopy procedure performed on (B)(6) 2011, for the treatment of cystocele, rectocele, and stress urinary incontinence. During the procedure, they first performed dissection for anterior repair and the solyx sling. The first solyx sling was implanted, the anterior repair was performed, and incisions closed. Cystoscopy was performed with normal findings. Then the retractor was placed in preparation for the posterior repair. At this time, they noticed the first solyx sling protruding from the mucosa on the right side. So, they opened the vaginal incision about one inch on top, dissected the sling at the midline and it was removed with the clamps. The second solyx sling was then placed under digital control, first on the patient's right and subsequently on the left. The mucosa was closed, and a second cystoscopy was performed with no findings. The patient then underwent posterior repair with no complications. The patient tolerated the procedure well and was brought to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.